Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low) ) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The evaluator determined that the cause was insufficient software as the device was received with 6.05.11. The device was found out of specification in relation to the reported sensor error 322 alarms which were verified through a review of the event history log. The device history record revealed that the software version 6.05.11 was installed on the device prior to release to the customer and is the cause of the current issue. The software will be upgraded to software version 6.05.13. Should additional relevant information become available, a supplemental report will be submitted.